Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lv lead was no longer capturing. Chest x ray was done and showed lv has pulled back. On (B)(6) 2019, a lead revision was performed. The physician was unable to reposition the lv lead, so the decision was made to cap the lead. The patient had been undergoing physical therapy and had been lifted by the armpits repeatedly, which the physician believes led to the dislodgment. Since the patient was dependent, the physician decided to add an additional lead in the right ventricle. The patient was stable before, during and after the procedure. The lead will not be returned.